Manufacturer narrative:
The value in this field was updated as it was incorrect in the original report.

Event description:
Follow-up was conducted by a manufacturer's representative who reported that they spoke with a friend or family member of the patient. They were informed that the patient changed the batteries for their patient programmer and were not having any further problems.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v234237, implanted: (B)(6) 2009, product type: lead product. ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient.

Event description:
It was reported the patient was starting to show a lot of symptoms on their right side. The patient had noticed a progression in the symptoms about a 1-1.5 weeks ago. The patient's symptoms on their left side were almost like they were prior to having the device implanted. Four months prior to this report the patient's implantable neurostimulator (ins) on their right side was changed. The patient stated they knew the other ins was getting low, but they did not change it. The patient wanted to meet with a manufacturing representative to have the ins checked. Follow up indicated the patient was waiting for a return call from their primary care healthcare professional (hcp) about finding the appropriate hcp to handle the patient. The patient did talk to someone who did not think the ins was at or near end of life, but they were not sure who it was. The patient had stated this was a slow moving process and they could call again if they did not hear from their hcp in a couple weeks. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received from the patient's caregiver regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that in the past, the patient's device quit working and the patient experienced a return of tremors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.